Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc75 device was received with tyvek present, the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: how was the procedure completed? Open another ntlc and it was fine. Did any pieces fall into the patient? No fragments as the firing knob was stuck and could not advance forward. No fragments left in patient¿s body. The following information was requested, but unavailable: what type of procedure was the device used in? Please specify what part of the stapler broke. It was reported that the firing knob was stuck and could not advance. Is this what is meant by the reported statement, ¿the stapler broke?¿

Event description:
It was reported that during an unknown procedure that the stapler broke. Unknown how the procedure was completed. There were no adverse consequences for the patient.